Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the brush head fractured and became stuck in the forceps channel and could not be retrieved for an olympus gastrointestinal videoscope. There was no patient injury reported.